Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). A review of complaint history, device history record, drawing, manufacturing instructions, instructions for use (IFU), quality control, specifications, trends and a visual inspection was conducted during the investigation. The visual inspection revealed that the distal portion; which was extracted from the patient was not returned. The wires from the basket were loose at the distal end because of the missing portion. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU which gives suggested handling instructions for extractors and forceps. The IFU states that excessive force could damage the device. Appropriate controls are in place. Based on the information provided and the results of the investigation, we are unable to determine with certainty the root cause for the reported difficulty. Quality engineering risk assessment was used to asses risk. Per the conclusion of the qera, no further risk reduction is required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
The physician was using three wire captura baskets with 5cm filiform to remove stones from a (B)(6) male patient's ureter. During the procedure, three wires came out of the connecting point at the top of the basket, disconnecting from the filiform and leaving it in the patient's ureter. The physician was able to remove the filiform and any debris by forceps during the same procedure, but said this did not happen in the instance of a tight ureter as the patient was pre-dilated. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures or experienced any adverse effects due to this occurrence.

Event description:
The physician was using three wire captura baskets with 5cm filiform to remove stones from a (B)(4) male patient's ureter. During the procedure, three wires came out of the connecting point at the top of the basket, disconnecting from the filiform and leaving it in the patient's ureter. The physician was able to remove the filiform and any debris by forceps during the same procedure, but said this did not happen in the instance of a tight ureter as the patient was pre-dilated. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures or experienced any adverse effects due to this occurrence.